Event description:
Approx two weeks after expander was placed, it was noted that the expander was deflated and leaking. Pt taken to surgery, expander was removed and replaced. FDA safety report ID# (B)(4).